Event description:
The patient stated that last year she experienced an infusion set with a kinked cannula and her blood glucose elevated to 400 mg/dl. Her normal blood glucose is around 110 mg/dl. She stated that she changed the site and gave herself an insulin injection to lower her blood glucose. She stated that when her blood glucose is elevated she feels tired, has a dry mouth, her legs hurt, and she is "crabby". The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation